Manufacturer narrative:
(B)(4). Approximate age of device - 47 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen in clinic on (B)(6) 2016 and upon interrogation, a low speed alarm corresponding with a drop in pump speed to 7660 rpm was observed on (B)(6) 2016. A string of high estimated pump flows and pump powers was also observed upon interrogation. Review of the submitted log file by the manufacturer's technical services representative confirmed the speed drop and revealed an elevation in pump power from (B)(6) 2016. The patient was reportedly asymptomatic at the time of the event. The patient was reported to be doing well with no further issues. The system controller was not exchanged and an echocardiogram performed during a clinic visit on (B)(6) 2016 was normal. The patient's lab values remained within normal limits. The patient would continue to be monitored.

Manufacturer narrative:
The report of a decrease pump speed and increase in pump power was confirmed through an analysis of the submitted system controller log file. The log file captured a low speed advisory alarm when the pump speed dropped below the low speed limit on (B)(6) 2016. Approximately 1 second later, the pump ramped back up to the set speed and remained above the low speed limit for the remainder of the log file. The log file also captured an elevation in pump power and estimated flow up to 16.3 watts and 12.0 lpm, respectively. Specific causes for the elevations in pump power and estimated flow values and the low speed advisory alarms could not be determined. The patient remains ongoing on lvad support with no further issues. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.